Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included hyperplasia endometrial, cervix inflammation, adhesion, paratubal cyst and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), hormone level abnormal ("hormonal value change"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Approximate weight at the time of essure placement: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in february 2012: total bilateral occlusion surgical pathology report: specimen source: a. Uterus cervix" bilateral fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal,menorrhagia), hormonal changes, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, weight gain / loss specify which one: weight gain were added. New reporter was added.concomitant disease and historical drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2006 to 2007 and iud. Concurrent conditions included hyperplasia endometrial, cervix inflammation, tubo-ovarian adhesion, paratubal cyst and body mass index normal. Concomitant products included alprazolam (xanax) since (B)(6) 2015, bupropion hydrochloride (wellbutrin) since (B)(6) 2015 and fluoxetine hydrochloride (prozac) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("hormonal value change/mood swings"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("adhesions para tubal cysts"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on 4-may-2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, mood swings, female sexual dysfunction, migraine and fatigue had resolved and the bladder disorder, urinary tract disorder, dysmenorrhoea, headache, weight increased and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Approximate weight at the time of essure placement: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Surgical pathology report: specimen source: a. Uterus cervix" bilateral fallopian tubes concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain and para tubal cysts. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs and mr received- new events fatigue and adhesions para tubal cysts were added. Hormonal value change was updated to mood swings. Reporter and patient demography added. Medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2006 to 2007 and iud. Concurrent conditions included hyperplasia endometrial, cervix inflammation, tubo-ovarian adhesion, paratubal cyst and body mass index normal. Concomitant products included alprazolam (xanax) since september 2015, bupropion hydrochloride (wellbutrin) since september 2015 and fluoxetine hydrochloride (prozac) since september 2015. On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("hormonal value change/mood swings"). In november 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In march 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). In january 2014, the patient experienced fatigue ("fatigue"). In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("adhesions para tubal cysts"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, mood swings, female sexual dysfunction, migraine and fatigue had resolved and the bladder disorder, urinary tract disorder, dysmenorrhoea, headache, weight increased and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Approximate weight at the time of essure placement: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Surgical pathology report: specimen source: a. Uterus cervix" bilateral fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain and para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.